Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on a-rubber (bending cover , bending section). Due to pinhole, watertightness is lost . Air leak inspection failed. The reported issue was confirmed. Furthermore, inspection found foreign material (tip of the cleaning brush) inside the forceps channel. Channel tube was noted to be clogged. Due to this, irrigation error occurred. This issue found was attributed due to handling, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (insertion section) has white-clouded area. Connecting tube has a dent, scratch observed. Due to the nature of the reportable event (foreign material found in forceps channel ¿tip of brush), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Confirmed the instrument channel was being brush. Flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative sent a repair request reported with an issue of "a rubber pinhole (defects along bending tube sheath). No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material (tip of the cleaning brush) inside the forceps channel. This report is being submitted due to the finding of foreign material (tip of the cleaning brush) inside the forceps channel (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope]: inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. [Inspection of the instrument channel]: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Olympus will continue to monitor field performance for this device.